Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient said his device wasn¿t working. The hcp reported that the patient needed an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller is an MRI tech and stated that the patient told her that his device will not turn on and has not for 3 years. The caller stated that she tried to reach out to their managing physician's office and they've sent the eligibility sheet back three times without it being filled out and indicating to call. No further complications were reported. No patient symptoms were reported.